Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected alcl.

Event description:
Patient reported left side pain, swelling, alcl and bilateral removal of textured breast implants due to the patient¿s concern with the product. Pathological markers have not been provided. The patient also noted "skin lymphoma" which is deemed not related to the device. The device has been explanted.

Manufacturer narrative:
Date of diagnosis of alcl: (B)(6) 2022.

Event description:
Patient reported left side pain, swelling, alcl and bilateral removal of textured breast implants due to the patient¿s concern with the product. Pathological markers have not been provided. The patient also noted "skin lymphoma" which is deemed not related to the device. The device has been explanted.